Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented after receiving a notification. Far p oversensing and pvc's were noted. Programming changes were made. Patient will continue to be monitored.